Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that she was brought to the emergency room due to low blood glucose. She reported that when she was priming after a set change that the insulin continued to drip out of the tubing. After it stopped, she connected to the insulin pump and then felt low an hour and a half later. The blood glucose reading dropped to 40 mg/dl and she treated with 3 bottles of glucose syrup. She declined treatment at the emergency room as the blood glucose was back up to 200 mg/dl at that time. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.